Event description:
It was reported that during use of two safe t centesis devices, the physician obtained fluid return in the 5 ml syringes after puncture placement, but it did not flow into the tubes. The catheters were removed and replaced with new safe t centesis devices, which resolved the issues. No patient injuries were reported.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A review of the internal manufacturing device record and raw material history files for the reported lot number 0001522835 was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for the identification of emerging trends. B5 (describe event or problem), g3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. Photos have not been provided for review. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use of two safe t centesis devices, the physician obtained fluid return in the 5 ml syringes after puncture placement, but it did not flow into the tubes. The catheters were removed and replaced with a new safe t centesis devices, which resolved the issues. No patient injuries were reported.